Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used on ped subcutaneous layer. Following the procedure, the stitch abscess was discovered, when the patient came back to see a doctor. The surgeon was not sure if this abscess caused by the suture or other reason. Additional information has been requested.

Manufacturer narrative:
This medwatch is being voided as additional information was received that indicated the device was not used on a patient.